Event description:
On (B)(6) 2012, it was reported that the pt and his diabetes specialist think the infusion device delivers too low an amount of insulin. His blood glucose level has been elevated as high as 545 mg/dl from (B)(6) 2012. On (B)(6) 2012 at 7:10 am, his blood glucose level was 516 mg/dl and he ate two be and administered 24 units of insulin. At 8:55 am, his blood glucose level was 508 mg/dl. At 9:55 am, his blood glucose level was 467 mg/dl and he administered 20-25 units of insulin and went to consult with his diabetes specialist. At 12:00 pm, his blood glucose level was 519 mg/dl and he administered 24 units of insulin. At 3:45 pm, his blood glucose level was 542 mg/dl, at 5:00 pm it was 531 mg/dl, and at 9:00 pm it was 545 mg/dl. The pt then stopped using the infusion device and began using a second infusion device. At 9:45 pm, his blood glucose level was 472 mg/dl, at 11:15 pm it was 343 mg/dl, and after that his blood glucose levels were "okay". The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The infusion device was thoroughly evaluated and meets specifications. The device delivers the programmed amount of insulin correctly and functions as intended. The issue reported by the patient could not be duplicated.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.